Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the refrigerator failed to open and couldn't be recovered. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a misalignment of the smart remote manager. A field service engineer subsequently realigned the smart remote manager to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.